Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse inspected the unit and initial of the touchscreen assembly the fse replaced the touchscreen assembly and the bushing regulator housing however the screen remained black upon further evaluation the fse identified a likely failure of the pcba video generator which will require replacement the fse is currently awaiting customer feedback regarding the repair quote this complaint will be closed at this time if additional information is received the investigation will be updated accordingly

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone, event site email), g3, g6, h2, h11. Corrected fields: h6 (medical device problem code, component codes, investigation findings).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen assembly malfunction. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.